Event description:
Reporter alleged the customer obtainer a discrepant blood glucose result of 54 mg/dl back to back with a result of 136 mg/dl on the aviva system when testing was performed within 10 minutes. Reported indicated that the customer was feeling hypoglycemic symptoms and he treated her with a "sugar shot" after the result of 54 mg/dl. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated she no longer has the strips and so no product will be returned for eval.